Event description:
During remote follow up, post paced t wave oversensing was observed on the device. Technical support was contacted and the device was reprogrammed to resolved the event. The patient was stable.